Event description:
Per the pt, essure contraceptive device was implanted five years ago. Pt experiencing pelvic pain and dyspareunia. An ultrasound was done on (B)(6) 2016 and showed right sided essure device was no longer in the fallopian tube. Pt taken to the operating room on (B)(6) 2016 for laparoscopic bilateral essure removal.